Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 09oct2019 in the b.5. Field. No further follow-up is planned. Evalutaiton summary: a reporter for a male patient reported that the screw on the patient's humapen savvio device got stuck and the device would not dispense insulin. The patient experienced high and low blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a 06-year-old male patient of an unspecified origin. Medical history and concomitant medications were not provided. The patient received insulin human (rdna origin) injection (humulin r) cartridge via a reusable pen (humapen savvio red), four times daily depending on every meal, subcutaneously for the treatment of diabetes starting sometime between 2014 and 2015. Dose was not provided. On an unspecified date, the screwof the humapen savvio red got stuck and the humapen savvio red pen was not dispensing the insulin ((B)(4)/ lot: unknown). He did not miss any doses as he had another humapen savvio red. On (B)(6) 2019, while taking insulin human, he experienced high blood glucose levels that reached 600-700 mg/dl and low blood glucose levels associated with hypoglycemia reportedly; as his glycosylated hemoglobin (hba1c) sometimes reached 2-2.5%. He was hospitalized for two days due to the events of high blood glucose levels and low blood glucose levels associated with hypoglycemia (no units or values were provided for all the above). Hospitalization dates were not provided. Furthermore, reportedly, he traveled to canada and his health care provider (hcp) advised him to use insulin pump as a corrective therapy for the unadjusted blood glucose levels. As of (B)(6) 2019, he was fully recovered from events. Information regarding additional corrective treatment was not provided. The treatment with insulin human was ongoing. The user of the humapen savvio red and his/her training status was not provided. The general humapen savvio red model duration of use was not provided, and the duration of use for the suspect humapen savvio red device associated with product complaint (B)(4) was approximately four or five years. The humapen savvio red device associated with product complaint (B)(4) was not returned to the manufacturer. The second suspect humapen savvio red was ongoing (device duration of use not provided); the return status of the second suspect humapen savvio red was not expected. The reporting consumer did not provide an opinion of relatedness between events and insulin human therapy, and did not relate the events to the humapen savvio red devices. Edit 01-oct-2019: upon catool reconciliation (B)(4) was received, processed and added to the narrative. No other change was made. Edit 01oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 09oct2019: additional information received on 09oct2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen savvio (red) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) male patient of an unspecified origin. Medical history and concomitant medications were not provided. The patient received insulin human (rdna origin) injection (humulin r) cartridge via a reusable pen (humapen savvio red), four times daily depending on every meal, subcutaneously for the treatment of diabetes starting sometime between 2014 and 2015. Dose was not provided. On an unspecified date, the screw of the humapen savvio red got suck and the humapen savvio red pen was not dispensing the insulin (pc: 4889137/ lot: unknown). He did not miss any doses as he had another humapen savvio red. On (B)(6) 2019, while taking insulin human, he experienced high blood glucose levels that reached 600-700 mg/dl and low blood glucose levels associated with hypoglycemia reportedly; as his glycosylated hemoglobin (hba1c) sometimes reached 2-2.5%. He was hospitalized for two days due to the events of high blood glucose levels and low blood glucose levels associated with hypoglycemia (no units or values were provided for all the above). Hospitalization dates were not provided. Furthermore, reportedly, he traveled to canada and his health care provider (hcp) advised him to use insulin pump as a corrective therapy for the unadjusted blood glucose levels. As of (B)(6) 2019, he was fully recovered from events. Information regarding additional corrective treatment was not provided. The treatment with insulin human was ongoing. The user of the humapen savvio red and his/her training status was not provided. The general humapen savvio red model duration of use was not provided, and the suspect humapens savvio red duration of use was approximately four or five years. The action taken and return status of the first humapen savvio red was not provided. The second suspect humapen savvio red was ongoing; the return status of the second suspect humapen savvio red was not expected. The reporting consumer did not provide an opinion of relatedness between events and insulin human therapy, and did not relate the events to the humapen savvio red devices. Edit (B)(6) 2019: upon catool reconciliation (B)(4) was received, processed and added to the narrative. No other change was made. Edit (B)(6) 2019: updated medwatch fields for expedited device reporting. No new information added.